Event description:
It was reported on (B)(6) 2024, a 10mm amplatzer septal occluder was chosen for atrial septal defect closure. During procedure, it was noted the device had a cobra deformation while in the left atrium. A decision was made to recapture the device and replace with an unknown device. It was reported there was no bend or kink observed in the delivery system, no interaction with intracardiac tissue during deployment, and the device was explanted prior to release from the delivery cable. There was no report of any adverse patient effects. The current patient status was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2024, a 10mm amplatzer septal occluder was chosen for atrial septal defect closure with a 7f amplatzer trevisio intravascular delivery system. During procedure, it was noted the device had a cobra deformation while in the left atrium. A decision was made to recapture the device and replace with a new 10mm amplatzer septal occlluder. It was reported there was no bend or kink observed in the delivery system, no interaction with intracardiac tissue during deployment, and the device was explanted prior to release from the delivery cable. There was no report of any adverse patient effects. The current patient status was reported stable.